Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had emergency room visit due to high blood glucose on (B)(6) 2017 with blood glucose of more than 600 mg/dl and 276 mg/dl. Patient's other blood glucose value: 157 mg/dl. No delivery alarm was also reported. The customer stopped wearing the insulin pump less than 48 hours prior to hospitalization. The device is not expected to be returned for analysis.